Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported insulin leaked from underneath the infusion set adhesive during boluses. She was able to smell and feel the insulin on her shirt, and this resulted in elevated blood glucose of 405 mg/dl. Normal blood glucose is 80-120 mg/dl. During troubleshooting, it was found the pt pressed the blue button when the headset was on her site location, and the insertion needle did not pierce the skin. Pt successfully inserted a headset during the call and delivered a correction bolus. No further insulin leaked from the site location. The alleged product was discarded and not requested for eval. Follow-up was completed on (B)(6) 2011. Pt reported her blood glucose was back to normal and all products were working as intended. The pt did not require treatment from a health care professional or second party to address the issue.